Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return. A review of the device history record (DHR) for the reported lot number is currently in process. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. A DHR review of the reported lot was conducted. According with the results the production lot met all manufacturing and quality specifications. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device not received for evaluation.

Event description:
Fill volume: 100ml; flow rate: 2ml/hr; procedure: rotator cuff surgery and interscalene nerve block; cathplace: arm. It was reported that the pump was set up to infuse at a rate of 2ml / hour over a period of 46 hours. It was being used for the chemotherapy infusion of product: fluororacil, (cytotoxic drug) for an adult patient. The 100ml device took only 38 hours to infuse and therefore has flowed at a faster rate than required. The pump was found to be empty at 09:00 hours when it should only have finished infusing at 17:00 hours on the therapy date. Issue occurred on (B)(6) 2015 and was reported to the (B)(6) clinic on (B)(6) 2015; however it has only been reported to fk runcorn on (B)(6) 2015. There have been no reported adverse reactions reported by the patient due to this higher flow rate

Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis; the device was discarded. A review of the device history record (DHR) was performed. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.